Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(4): user had an inaccurate reference. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus ketone test strips. Customer stated that the ketones test strips are not changing color. Customer is using the ketone test strips for a keto diet. Customer purchased the test strips yesterday, (B)(6) 2024 and tried to test yesterday but the test strip pad did not change color. The package had not been open or damaged when received by the customer. The customer is using the product for the first time. The customer declined to perform a urine test during the call. The customer feels well and did not report any symptoms and medical attention related to the use of the product was not reported.